Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the ifs advanced femtosecond laser system was associated with a patient who developed postoperative complications, likely due to eye rubbing, requiring an epithelial scrub for a minor infection. The patient remained under treatment with stable 20/20 vision and no decrease in best corrected visual acuity (bcva). The event was reported as an epithelial-related issue. No further information was provided.